Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly calcified left superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of same device. There were no patient complications reported.